Event description:
Instrument wires become exposed during use (very early in the case). Manufacturer response for small grasping retractor, small grasping retractor, (per site reporter). A credit was given to our company.